Manufacturer narrative:
Product ID: 97745nt, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that they see a replace controller battery screen which started happening today. They also said that group c "doesn't work right at all", it says settings not available when trying to increase stimulation. Pt was just sent a new rtm. Pt didn't have equipment with them at time of the call but luckily the serial numbers were documented in their recent call. A request was sent to replace the controller. If pt still sees settings not available on new controller, they will follow up with their healthcare provider to further address the issue. Pt called back stating they were sent a new controller since they had issues with it. They will not send back the old controller since the new one won't allow them to advance settings on a or c for they could only use b. On a and c they got settings not available and it would not go higher. They were now on lower settings and it only felt like a tickle. Pt noted on their old controller they could raise therapy on a and b. Pt noted their ins was not holding a charge either and blamed their controller; the ins would go down in charge after 3 hours. Pt did not want to send back the old controller until they met with a rep first. Pt was nervous; agent reviewed the importance of sending back the old controller. Pt noted they had another issue with their old controller, and the last agent said it was exposed to electromagnetic charge. It would be unavailable and they had to reset to get it working again. Pt said they sent a recharger belt right away when it failed. Patient called back and repeated previously documented information. Patient mentioned the controller was "sticking" on checking the recharger screen and won't go to another screen. Patient mentioned they used their old controller to charge their implant. Patient unlocked controller; controller showed 100% and implant 100%. Agent reviewed with patient to clean the controller port and recharger pins when the controller does not advance past checking the recharger. Patient started a charge session, confirmed the controller transitioned screen to the batteries, and implant was recharging with excellent quality. Patient got settings not available when increasing in groups a and c. Agent reviewed meaning of message and redirected patient to their hcp.